Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations, and detailed analysis did not reveal any abnormalities.

Event description:
It was reported that this brady lead was not implanted successfully due to helix did not retract. Boston scientific technical services (ts) discussed to try to get the helix locked and apply counterclockwise torque to the lead body to see if the lead can be extracted. Also, the helix was damaged during left bundle repositioning. This lead was never in service, and a new lead was placed. No adverse patient effects were reported.

Event description:
It was reported that this brady lead was not implanted successfully due to helix did not retract. Boston scientific technical services (ts) discussed to try to get the helix locked and apply counterclockwise torque to the lead body to see if the lead can be extracted. Also, the helix was damaged during left bundle repositioning. This lead was never in service, and a new lead was placed. No adverse patient effects were reported.